Event description:
A revision total knee arthroplasty was performed on the pt due to an osteolytic reaction. Upon removal of the implants, tibial plate, tibial articular surface and 4 bone screws it was noted that the tibial plate had broken, the revision was then completed.